Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had broken force sensor alarm. The customer¿s blood glucose level was unknown customer states they are not able to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with motion sensor test failure and critical pump error due to moisture damage at electronic assembly and force sensor. Unable to perform motor test due to moisture damage at motor assembly.